Manufacturer narrative:
The patient age was not provided. (B)(4). Approximate age of device ¿ 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 1 year and 4 months post-implant, red heart alarms occurred and pump stoppages events were observed on the system controller's log file. An issue was suspected with the percutaneous lead (driveline) and a non-grounded patient cable was provided for use with power module a/c power. It was reported that the external portion of the driveline looked good and there were no suspicious places visible. The patient was discharged. The patient was asymptomatic. No further information was provided.

Manufacturer narrative:
The report of pump stoppages was confirmed through the evaluation of the submitted system controller log file. The clinic submitted a system controller log file dated from (B)(6) 2017 through (B)(6) 2017 for review. On (B)(6) 2017 at 08:01, the pump struggled to maintain its set speed and several pump stoppage events occurred, resulting in low speed and low flow alarms. The system was connected to the mobile power unit at the time of the events. Upon connection to battery power, the pump resumed operating at the fixed speed without any further issues. No other atypical events were captured in the log file and a specific cause for the pump stoppage events could not be conclusively determined. The patient was provided with an ungrounded patient cable for use with the power module and remains ongoing on vad support. No further related issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.